Manufacturer narrative:
B3: unknown; no information has been provided to date. The device has been requested for evaluation. However, it has not been received.

Event description:
A reported incident involving chemoclave closed vial spike described that the device failed to latch onto a syringe, and the plunger within the clave port became stuck, preventing fluid transfer. As a result, a vial of cytoxan had to be wasted. There was no reported patient involvement or harm.